Event description:
Boston scientific crm received information that this lead had pulled back as a result of the patient having twiddler's syndrome. The lead was explanted and replaced. The product was disgarded into the contaminated bin after explant. No further adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.